Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was not implanted. The local guidant representative was unable to ausculate tones with magnet application. In addition, the device was programmed to r-sense and v-pace and there were still no audible tones. Several different people attempted to listen for tones and could not hear them, even with a stethescope. Another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.